Event description:
It was reported that the child fell on the side of this implant. He has an abrasion wound over the pinna. Since then, the pt is no longer able to hear with his ci. The external parts were checked. Testing shows all channels in status hi.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.